Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen (B)(6) 2011, and presented with urinary frequency. A urine culture was taken and the results came back positive for an infection. Antibiotics were prescribed. The type and dosage are unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.